Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted tacks in the shaft and no damage to the unit. Pmv performed functional testing which included actuating the handle and the first tack sat high. The handle was actuated again and it did not fire. After several actuations of the handle the instrument again cycled, and the tack sat high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during tapp, an abnormal sound was occurred while firing the device and the fixation was not enough. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.